Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an embolization treatment procedure, insertion difficulty was encountered. The target lesion was located in the moderately tortuous inferior mesenteric artery. Twistlock was fully opened. Utilizing an intermittent flush the 4mm x 8cm interlock 18 2d coil could not be inserted into a non-bsc microcatheter due to strong resistance. The procedure was successfully completed with other devices. No patient complications were reported and the patient's status is good. However, device analysis revealed that the interlock 18 2d coil fiber bundles detached.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned device revelaled the interlocking arms of the coil and pusher wire were interlocked in the introducer sheath. The pusher wire was kinked proximally. This indicates that a resistance was met during the procedure. A resistance was met attempting to advance the coil in the introducer sheath with the pusher wire due to the blood on the fiber bundles. The coil was found to be stretched in the introducer sheath. The introducer sheath had to be cut to retrieve the coil. The coil was inadvertently kinked in an attempt to retrieve it. Microscopic inspection of the zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The interlocking arm of the pusher wire was inspected and no damage noted. Dimensional inspection of the main coil and pusher wire were found to be in specification. Stretching of the coil loops to the excess seen during analysis eliminates the tension required for the fiber bundles to remain attached to the coil. Excessive stretching as a result of an incompatible catheter combined with insufficient caused 5 of the fiber bundles to detach during this event. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered user related as continuous flush was not maintained and an incorrect catheter was used per the dfu. (B)(4).